Event description:
It was reported that: during a case, the anesthesia unit stopped ventilating and posted a resetting piston message in the ventilator display. The user switched to manual ventilation, but still could not ventilate the pt. The pt was then switched to an ambu bag. The user then removed and reinserted the piston and the ventialtor recovered and proceded with normal operation. There was no pt injury.